Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the yellow (pgnd) and black (main batt) wires were open inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open wires. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the open wires.

Event description:
A distributor contacted zoll to report that a (B)(6) patient's equipment was producing a code 204.